Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photographs provided by the customer confirm that the top chamber from the venous line was misassembled. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photographs.

Event description:
A user facility biomedical technician (bmt) reported to fresenius customer service that a combi set bloodline was pulling in air during a patient¿s hemodialysis (hd) treatment. This reportedly happened because the combi set was not sealed properly and the molding on top had broken off. There were no loose connections noted prior to the event, and no machine alarms. There was nothing unusual noted during the prime, and no defects were seen on the combi set prior to use. Due to air being pulled into the lines, the patient¿s blood could not be returned. Their estimated blood loss (ebl) was reported to be 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. Patient information was unable to be provided. The combi set was not available for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to fresenius customer service that a combi set bloodline was pulling in air during a patient¿s hemodialysis (hd) treatment. This reportedly happened because the combi set was not sealed properly and the molding on top had broken off. There were no loose connections noted prior to the event, and no machine alarms. There was nothing unusual noted during the prime, and no defects were seen on the combi set prior to use. Due to air being pulled into the lines, the patient¿s blood could not be returned. Their estimated blood loss (ebl) was reported to be 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. Patient information was unable to be provided. The combi set was not available for a manufacturer evaluation as it was reportedly discarded.